Manufacturer narrative:
Patient information not provided/unknown.

Event description:
It was reported that the abutment screw of abutment (ilpc441u) fractured. The fractured piece was removed from the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain low profile one-piece abutment was returned for inspection. A visual inspection revealed significant signs of wear and debris about the hex feature and body. The device is fractured at the threaded region. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause cannot be determined. The following sections have been updated. (B)(4).